Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the case information, a conclusive cause for the reported patient effect of hemorrhage and the relationship to the product, if any, cannot be determined. The surgical intervention was related to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
N/a.

Manufacturer narrative:
Date of event: estimated date. The device location was not provided. The devices are not returning for analysis. A follow-up report will be submitted with all additional relevant information. The proglide device and the additional adverse patient effect of death referenced are filed under separate medwatch report numbers. Article: "the impact of closure devices on vascular complications during transcatheter aortic valve implantation procedures in geriatric patients."

Event description:
It was reported through a research article identifying proglide and prostar devices that may be related to the following patient outcomes: bleeding, surgical intervention and death. Specific patient information is documented as unknown. Details are listed in the article, titled: "the impact of closure devices on vascular complications during transcatheter aortic valve implantation procedures in geriatric patients".